Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the right motor on the unit seized allegedly causing the consumer to be thrown from the unit.